Event description:
It was reported that the personal diabetes management (pdm) was not delivering a bolus when a command was initiated. The patient's blood glucose levels were less than 70 mg/dl.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported personal diabetes management (pdm) communication issue. Lot release records were reviewed and the product lot met all acceptance criteria.